Event description:
The advocate stated his wife received a blood glucose reading of 15mg/dl from the breeze2 meter, re-tested on a contour meter and received 329mg/dl. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips were returned for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
A second lot# of test strips was returned to qa for evaluation: breeze2 test strips: product information : model # not provided lot# 1a6343aa, exp. Date 04/30/2014. Date returned to manufacturer: (B)(4) 2013. Device manufacture date:) 10/012012. 510(k) 062347.